Event description:
It was reported that a patient presented with signal artifact noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or patient condition was reported.